Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40's mg/dl range; suspected cause was not known. Carbohydrates were consumed to address bg.